Event description:
It was reported that the atrial lead exhibited noise, causing the patient to receive an inappropriate shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.